Event description:
On (B)(6) 2011, pt had implantation of bilateral medtronic dbs for status dystonia. Programming session took place on (B)(6) 2011, due to severe nature of his status dystonicus. Post-op MRI on (B)(6) 2011, showed no complications, no cva. On (B)(6) 2011, he was readmitted to the picu due to decreased mental status (lethargy), a CT scan of the head showed hypo density surrounding the left deep brain stimulator wire. MRI confirmed. Due to concerns for infection, pt was taken to the operating room for left deep brain stimulator electrode removal. On (B)(6) 2011, pt was taken urgently from the MRI scanner to the operating room. Dbs was turned off. Left dbs electrode was removed. There was no pus. Dbs electrode appeared to be normal. Subsequent culture was negative except broth was positive for coag. Negative (B)(6).